Event description:
It was indicated that patient was implant in 2007 or 2008 and about 2 years following this she had to have all components replaced because "the wires were fried" and they were "completely gone". A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report # 3004209178-2014-09321 .

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v021873, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v021873, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v021873, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3889-28, lot# v021873, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).